Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pocket pain and came into the clinic complaining of feeling painful electrical impulses in the chest located in the implantable pulse generator (ipg) device area. The patient felt shocking sensations which coincided with pacing. Testing and diagnostics results were normal. The patient¿s complaint was resolved with reprogramming the right ventricular (rv) lead to unipolar polarity. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.